Event description:
It was reported that on (B)(6) 2010, an index procedure was performed with successful deployment of a 3.0x18 rx promus stent in the first obtuse marginal artery. Residual stenosis was 0% with a timi flow grade of 3. Clopidogrel and aspirin were prescribed. On (B)(6) 2010, the patient presented with chest pain, dyspnea and diaphoresis. The patient was admitted for further evaluation and was treated with nitroglycerin and heparin drip. On (B)(6) 2010, the patient had another episode of chest pain which responded to nitroglycerin. A chest x ray showed no acute or active cardiopulmonary disease. On 15 (B)(6) 2010, the patient was started on integrilin. Cardiac enzyme profile revealed a troponin of 1.54 ng/ml and a ck mb of 8.8 ng/ml (normal range of 0 to 3.6). The patient was diagnosed with angina with a non q wave myocardial infarction. On (B)(6) 2010, a graft angiography was performed which revealed high grade stenosis in mid graft to the circumflex marginal. Previously stented proximal portion was patent with moderate in-stent stenosis. The graft to the right coronary artery was intact. A repeat percutaneous coronary revascularization was performed. Due to increased fluid requirements, blood pressure stabilization became difficult. As a result of fluids, steroids (administered for arthritis) and hypertensive heart disease, the patient went into cardiac compensation. Nipride and furosemide were given and the patient stabilized over a 4 to 6 hour period. The patient was discharged on (B)(6) 2010 on an increased dose of carvedilol. In the investigator's opinion, the event of non q wave myocardial infarction was not related to the device, medications or to the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency and the product was not returned. The reported patient effects of angina, dyspnea, myocardial infarction and restenosis, as listed in the promus instructions for use, are known adverse events associated with coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; however, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.